Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with a diabetic crisis. No blood glucose levels were available. The patient¿s wife stated that the patient required a controller to activate a new pod, but it was not accessible. They attempted to use the phone application; however, they were unable to log in because they did not know the password. The issue was resolved through troubleshooting. No additional symptoms were reported. The patient does have other underlying health conditions, including alzheimer¿s disease. No treatment details were provided.